Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary imdrf cause investigation code: code b24 is not available in database to capture event history log review complaint investigation results: electronic quality management system (eqms)search: a query was run in the eqms on 01/jun/2026 against ¿lot number¿ ¿6004707¿ and similar malfunction codes: soft cannula found crimped upon removal from infusion site, idd-pmc05.39 soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site+a235, soft cannula bent/kinked/crimped after removal - reduced flow. The review confirmed that lot #6004707 was associated with nc 1810327, which involved incorrect sleeve placement on lot #6004920 ypsomed product. However, this nonconformance is not related to the reported failure mode and is not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 01/jun/2026 against ¿lot number¿ criteria equal ¿6004707¿ and similar malfunction codes:soft cannula found crimped upon removal from infusion site, idd-pmc05.39 soft cannula and introducer needle found bent/kinked during insertion, unable to use, idd-pmc05.47 soft cannula found kinked upon removal from infusion site+a235, soft cannula bent/kinked/crimped after removal - reduced flow. The count of complaints is 6. The complaint numbers are: complaints: ¿1897358¿, ¿1904827¿, ¿1935446¿, ¿1950844¿, ¿1969282¿, and ¿2004489¿. Device history record (DHR)review: the lot 6004707 was manufactured according to work instruction (wi)4902072 version 109 and manufactured in the inset line06, on 12/dec/2023 with a total of 29,400 units. Review of the DHR showed that during the on-line test 18 an extended was found due to water leakage in the infusion set in one sample in lot 6004707 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
It was reported that the patient found the cannula bent on (B)(6) 2024 and the patient also experienced hyperglycemia and replaced the infusion set.